Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level was 267 mg/dl. Reportedly, the customer was able to load a cartridge and resume insulin therapy. Reportedly, the customer had insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.